Manufacturer narrative:
Manufacturer's investigation conclusion: although the pump stops captured in the submitted log file appear consistent with a potential driveline wire issue, the specific root cause could not be confirmed during the evaluation of the returned segment from the heartmate ii left ventricular assist system (lvas), serial number (B)(6). An onsite driveline repair was performed on (B)(6) 2020 by abbott personnel. The driveline was severed approximately 4¿ from the exit site and the distal portion was replaced with no issues. After the repair, the patient was placed on a grounded patient cable with no issues or alarms noted. The approximately 14" segment of driveline replaced by technical services was returned for evaluation. Superficial damage to the silicone jacket and controller connector bend relief was observed during the evaluation of the returned driveline segment. The silicone jacket was removed and visual inspection of the bionate layer was unremarkable. Some wear of the braided shield was observed approximately 2.5¿ from the controller connector. Electrical continuity testing did not reveal any discontinuities or shorts. Visual inspection of the driveline did not reveal any damage to the insulation of the wires. The driveline was submerged in a saline bath for hipot testing to check for current leakage through each wire's insulation. The test did not reveal any insulation breaches that could have contributed to an electrical short. The evaluation of the returned driveline did not reveal a device related issue that would have contributed to the pump stop events confirmed in the submitted log file. It was reported that the patient was discharged home on (B)(6) 2020, and remains ongoing on a grounded patient cable. The patient and has not reported any further alarms since repair. The patient remains ongoing on ventricular assist device (vad) support and no further issues have been reported. The device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. Implant kit was shipped to the customer on (B)(6) 2017. The heartmate ii lvas instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient presented in the clinic and had pump stops overnight while on the power module. The patient stated he has had alarm while on battery power as well. The patient stated that when it happened before while on battery. The patient can jiggle the driveline close to the connection to the pocket controller and the alarm would cease. Upon review of the log file showed 2 pump stops and 3 low speed hazards on (B)(6) 2020. This type of behavior has been linked to potential issues with the percutaneous lead. According to the log, these issues only appear to be occurring while the vad is connected to the mpu. However, if the patient states that pump stops/low speeds occurred on batteries as well then this may be a phase to phase short. The patient had a pump stop during the night while sleeping on ac. The patient had multiple connect to power alarms while on batteries. The patient was admitted and placed on an ungrounded cable and had no further issues. The patient had about 4 inches of their driveline from the exit site repaired on (B)(6) 2020. The patient had a percutaneous lead replacement.